Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. Thrombus noted through most of the thoracic aneurysm extending down into the abdominal aorta. Femoral arteries were small with moderate calcium. Right femoral artery appeared to be larger caliber but had increased calcium. It was reported that the physician was not able to pass the valiant device after dilating the right femoral artery. They then placed another manufacturers expandable sheath, but the valiant device could not be passed through the sheath. The physician then attempted to place a different manufacturers sheath without success. When the physician removed the second sheath the patient's blood pressure dropped and it was determined that there was a rupture of the distal aspect of the right external iliac artery. Three 10mm covered stents from another manufacturer were placed and an endarterectomy was performed with a patch of the right femoral artery. The repair of the thoracic aneurysm was aborted. The physician stated that the cause of the event was anatomy related; specifically, severe calcium plaque with one very large plaque deposit at the transition between the right external iliac and femoral artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. It was reported that a valiant 38x38x200 was implanted proximally. The physician implanted another valiant 38x38x150 distally however, it was inadvertently implanted short of the intended landing zone. Another valiant stent graft 38x38x200 was implanted and the graft landed at the desired distal target. Final angiogram showed no endo-leaks and the taa was completely excluded. Per the physician, the cause of the event is related to the user¿s technique. No additional clinical sequelae were reported and the patient is fine. Additional info: history of smoking. If information is provided in the future, a supplemental report will be issued.